Event description:
Philips received a report from the customer that smoke was coming from the CT gantry. The procedure was halted and the patient was removed from the CT room. Philips field service engineer confirmed there was no indication of fire, only smoke. There was no report of patient or operator injury.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).